Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. The right atrial (ra) lead also exhibited possible undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.